Event description:
Customer initially report burs breaking. (B)(6) 2012, customer reports that in one instance they think the patient swallowed broken piece of bur but were not sure and did not sent patient for x-rays. If the patient did swallow the piece there has been no evidence of harm to date.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.